Manufacturer narrative:
The manufacturer did not receive the devices for review since the screw remained in pt's tibia. No surgical reports were received for review. As no lot numbers were provided for the screws, the screws history records could not be reviewed. A cause for this specific event cannot be ascertained form the information provided. Should additional information becomes available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a ncb tibial plate on (B)(6) 2012. The plast was removed on (B)(6) 2014. It was reported that during the removal of the plate, two partially threaded ncb screws (exact catalogue numbers unk) broke and remained in the tibia of the pt.